Event description:
It has been reported that the bd kiestra inoqula has been found producing erroneous results. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation of a complaint involving the instrument bd kiestra inoqula. According to the information provided, the inoqula system incorrectly processed three urine samples, possibly due to contamination. No other issues were reported. During the investigation, the field service engineer (fse) observed that the inoqula system incorrectly processed three urine samples, possibly due to contamination. The client identified the issue as contamination from an isolated sample and confirmed plans to proceed with sequencing. The fse contacted the applications team for follow-up and provided cleaning guidelines for the inoqula system. Upon further follow-up, the client confirmed that the contamination originated from another instrument. The inoqula system was verified to be operational and functioning correctly according to bd performance criteria. Following this action, no further issues were encountered. Based on investigation, this case has been assessed as confirmed as a bd quality issue. Review found no new trends, risks, or hazards were identified because of this complaint. The issue in this complaint does not require the initiation of corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor trends associated with this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. D4: medical device expiration date: n/a.

Event description:
It has been reported that the bd kiestra inoqula has been found producing erroneous results. No patient impact was reported.